Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy procedure, the device's piece of trocar or cannula was broken and fell into patient's cavity. The surgical team was looking for the missing piece but was not able to retrieve. The trocar chipped at the distal end of the device. Patient is alive.